Event description:
Wire became lodged and stuck in 5f dual PICC line and can not be removed.

Manufacturer narrative:
Lot history record review: the lot history records were reviewed for any abnormalities that may have contributed to the cause of the complaint. Nothing known to have contributed to the complaint was observed. Review of returned sample: the complaint sample was returned for evaluation and the following was observed: the catheter was returned with the wire inside the catheter backwards. The wire was removed from the catheter without difficulty and reinserted the correct way. The catheter was then looped around and the wire was pulled to remove from the catheter. The wire could not be removed from the catheter in this position. The catheter bunched up on the wire. Conclusion: the complaint investigation has been confirmed during the physical evaluation of the returned sample. The wire was inserted and the catheter was then held in a looped position and the guidewire could not be removed from the catheter. While trying to remove the wire, the catheter buckled up on the wire. It appears the tighter the curve the more difficult it was to remove the wire. A review of the manufacturing, inspecting and packaging records indicated the lot was manufactured and released to specification. Angiodynamics has previously been made aware of this type of complaint and has opened up a corrective action to address this issue. Among other options, we are currently looking into a new wire. This type of complaint will continue to be monitored for trends. No further action required at this time. Frequency has increased but he severity of this event is not greater than usual.